Event description:
Related manufacturing ref: 3008452825-2022-00015. During an atrial tachycardia procedure, a procedure delay occurred. The catheter was not recognized when connected to the tactisys. The tactisys was power cycled and the catheter was exchanged which did not resolve the issue. The second device was exchanged for a flexibility catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was connected to a tactisys quartz unit. The first use date of the device was listed as (B)(6) 2021. The reported event date is (B)(6) 2021. The returned device was inadvertently programmed with a use date during manufacturing, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed